Manufacturer narrative:
(B)(4).

Event description:
Physician treated lesion in the mid right sfa of a patient. The lesion was reported to exhibit little calcification with over 90% stenosis with plaque in the target lesion. Prior to using inpact admiral balloons, the physician used a crosser cto device from bard. The procedure was completed successfully with a satisfactory angiographic result. Upon patient follow up, a pseudo-aneurysm was discovered in the treated area of the sfa. The physician theorized that the area of damage had occurred with the crosser device. Physician also theorized that under normal circumstances (ie before dcb) that this type of injury would have healed. Physician was theorizing that because of the anti-proliferative properties of the dcb that this may be the issue of non-healing of the dissection and subsequent pseudo-aneurysm. The patient received stenting with a non-medtronic stent as treatment for the pseudo-aneurysm approximately six (6) weeks post index procedure.